Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As the results of testing for the sample collected from the distal end, instrument channel and the air/water channel of the subject device were as follows; [first time; (B)(6) 2021]: instrument channel: not meet the acceptance criteria of the guideline. Air/water channel: not meet the acceptance criteria of the guideline. Distal end: no microbe was found. [Second time; (B)(6) 2021]: instrument channel: 0cfu / 100ml. Air/water channel: 2 cfu / 100ml. Distal end: no microbe was found. Air/water channel was found microbes below the limit value for the guideline. The results were cleared (B)(6) guideline. (B)(6) checked the subject device and found followings; the control unit was deformed and worn and leaky. The insertion tube was slightly winkled. The instrument channel port was scratched. The universal cord was scratched. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The suction channel:pseudomonas aeruginosa (17 cfu). The air/water channel: pseudomonas aeruginosa (2 cfu). The device had been reprocessed with a non-olympus automated endoscope preprocessor, bht, using peracetic acid. There was no report of infection associated with this report.